Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the pump case was damaged and that there was moisture inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2014 with the following: visual inspection revealed that the battery compartment was cracked. No battery cap was returned with the pump. A test battery cap was used to complete testing. A leak test was performed and a battery compartment leak was found. There was evidence of moisture corrosion found inside the battery compartment. The pump case was removed and moisture spots were found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.